Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) nurse called to report a "maintenance required code #1." The customer stated they would transfer to another cs300 iabp to continue therapy and no assistance was needed with the transfer. There was no interruption to therapy and no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional contact info: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp; however, a getinge field service engineer (fse), was dispatched to the customer's site to perform a scheduled preventive maintenance (pm) and completed the pm with all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer. Fse says he is not the person in the field that repairs pumps for service. The fst/stm for this account would do that. The order requests team has verified that the request for service was sent. Please contact the fst/stm for this account for any further requests for information on repair. Also, steven does not have details of fst/stm for this account. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.